Event description:
A (B)(6) male patient contacted zoll customer support contacted to report a service code 102 (problem charging high voltage capacitors). The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. The service code was displayed as a result of several damaged components. The cause of the service code 102 was a damaged resistor r45 on the computer / analog board. A damaged r45 would prevent proper charging of the high voltage capacitors. The cause of the damaged r45 was capacitors c21 and c22 being separated from the conductive pad. The root cause of the separation is likely a combination of cold solder joints and mechanical stress. No adverse event resulted from the defective monitor. The patient received a replacement monitor.